Event description:
It was reported that the customer inadvertently set the correction factor incorrectly and after delivering a bolus of insulin, the blood glucose level (bg) went to 70 mg/dl. The customer corrected the bg level by eating and it increased to 289 mg/dl. Tandem technical support reviewed the settings of the correction factor and the customer updated the settings. The customer indicated that the pump functioned as expected.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.